Event description:
Error 41

Event description:
Error 41. Device history record was reviewed, no event linked to the reported issue was observed. Device history log could not be downloaded so no review could be performed. The device was received at infusystem and its investigation was performed by their technical team. During internal check, connector j11 was not seated properly which could have lead to an error 41. The connector was reseated. Calibration and control testing were performed. The pump worked as expected.